Event description:
It was reported that balloon rupture occurred. A 5.00mm /2.0cm /90cm pcb 2cm balloon catheter was selected for use in an arteriovenous fistula stenosis. During the procedure, the balloon burst at 10atm after few inflations. The device was removed, and the procedure was completed with a new balloon. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 5.00mm /2.0cm /90cm pcb 2cm balloon catheter was selected for use in an arteriovenous fistula stenosis. During the procedure, the balloon burst at 10atm after few inflations. The device was removed, and the procedure was completed with a new balloon. There were no patient complications as a result of this event. It was further reported that 60% stenosed target lesion was located in the moderately tortuous and moderately calcified juxta-anastamosis. The balloon was inflated for 30 seconds at 10atm. The device has been disposed of by the facility.